Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was not inserted inside the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). There was an actual sample received for evaluation. Visual inspection was performed on the sample and confirmed the reported issue of sponge out of minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of this event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.